Event description:
Olympus medical systems corp (omsc) was informed that during the procedure, the probe of the subject device broke off and the fragment fell off to the outside of abdominal cavity of the pt, when the physician inserted the device into the trocar tube. The procedure was completed with another device. There was no report of pt's injury regarding this event.

Manufacturer narrative:
Omsc have not received the subject device for eval yet. The exact cause of the user's report could not be conclusively determined. A supplemental report will be submitted, if additional and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.